Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The following event is considered a gradual change in therapy/symptoms. Patient has experienced a loss or change of therapy. Patient thinks it doesn't seem like it is doing anything and still has frequency, urgency, and pain. It was fine for the first few days and then noticed a return of symptoms. Patient doesn't know how to check or adjust their system. Patient is on program 1 at 0.3v. It was reviewed to increase amplitude and the patient felt stimulation in the correct area. It was also reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their healthcare provider (hcp). General programming guidance, information about stimulation sensation, and diary use to track progression/therapeutic response was reviewed. Patient has their first follow-up appointment already scheduled. No further patient complications have been reported as a result of this event.